Manufacturer narrative:
(B)(4). Date sent: 9/22/2023. D4: batch # unk. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: were any unusual noises heard during the event? No. Was the device fired over clips or staples? No. What cartridge color was being used during event? Green 45 on bronchus. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right vats lobectomy procedure, after firing across the bronchus the inner row of staples did not form but the other 2 rows did. They performed a bronchoscopy and a leak test which were fine and used fibrogen glue to complete the case with no patient consequences. No buttressing was used.